Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a rectum cancer resection, the device fired malformed staples. A like device was used to complete the procedure. Operating time was extended by a half an hour. There was no adverse consequence to the patient.